Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify unresponsive keypad anomaly, perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to water and then did not turn on anymore. The customer¿s blood glucose level was 10.2 mmol/l at the time of incident. Customer stated that the keypad was unresponsive. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will not be returned for analysis.